Manufacturer narrative:
UDI: (B)(4). Investigation into this feedback included 1) a review of the feedback details, 2) a review of the device lot history record, 3) a review of the cbi complaint database, 4) communication with the distributor, and 5) a review of the axoguard nerve protector IFU fp0067-03c. A review of the device lot history records indicated the device was manufactured to specifications. The non-conformances and deviation would not have contributed to the occurrence. A total of 50 devices was produced from the lot. A review of the cbi complaint database did not reveal any additional complaints with the reported lot number. Per the IFU, possible complications can occur with any nerve repair surgical procedure including pain, infection, decreased or increased nerve sensitivity, and complications associated with the use of anesthesia. The details as of 11/03/2020 indicate culture results were negative for infection. The device is provided to the end user as a sterile device. The device would not cause an infection. Cook biotech incorporated has a validated sterilization cycle with a sterility assurance level of (sal) 10^-6. The validated sterility cycle and all parameters of all devices are verified prior to release for distribution. The root cause of the presence of a prolific amount synovial fluid and erythema is inconclusive. If / when additional details are received, the complaint investigation will be updated accordingly.

Event description:
On (B)(6) 2020, dr. (B)(6) performed a revision of a right carpal tunnel surgery on a female patient. An axoguard nerve protector was implanted and a biopsy of tenosynovium was also obtained. The nerve protector was hydrated for 15 seconds in room temperature solution prior to placement. The patient presented with erythema at the first post-op follow-up appointment. No purulent drainage was present. An oral antibiotic was prescribed. The patient did not improve and was admitted to the hospital for IV antibiotics. Lab work was completed and there were no positive cultures. Dr. Crosmer indicated the negative culture results could have been due to the patient's antibiotic use. On (B)(6) 2020, the patient underwent reoperation of the surgical site. Dr. (B)(6) reported there was a lot of tenosynovial tissue present and a prolific amount of synovial fluid present. Dr. (B)(6) wondered if the patient had an issue with the inflamed tissue at the (B)(6) 2020 biopsy site and the axoguard device. The fluid was not clear, but murky in color. The fluid was washed out and the axoguard device was removed. As of (B)(6) 2020, the patient was reported as doing fine. A penrose drain was placed (date unknown) to allow the excess fluid to drain out. As of 10/27/2020, the complainant has not responded to questions posed regarding clarification of details.